Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that communication abnormality with scope occurred due to adhesion of fluid or foreign object to the electrical contacts and b30 was displayed. The cause of the adhesion of foreign object to the electrical contacts could not be identified. The device was not returned as the issue was resolved after cleaning. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii video system center had a b30 scope communication error during a procedure. The issue occurred with multiple cv-190/clv-190, and multiple scopes. The issue was intermittent. There were no reports of patient harm associated with the event. Related patient identifiers: (B)(6).

Manufacturer narrative:
Section e1: establishment name:(B)(6). The device was not returned for investigation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.